Event description:
It was reported that there was event with a laparoscopic port seal. According to the information received, a foreign object was noticed in the patient's abdominal cavity during their surgery and was later found to be a karl storz 5mm laparoscopic instrument port seal. There was no injury to the patient.

Manufacturer narrative:
Belated evaluation and reporting of this complaint was done during retrospective review as part of CAPA 22-0074 corrective action 12. The investigation of the affected device revealed that the devices were mechanically damaged. The caps were probably damaged when they were removed from the mould. However, the defect is obvious and can be discovered by the user before use, after which the seals must be prepared before use. The event is filed under internal karl storz complaint ID (B)(4).